Event description:
It was reported that the pins of the unit are missing.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The grasper was visually inspected for damages, and the pins on the grasper jaw are missing. Probable root causes could be user excessive force, or user misuse. In sum, the product was returned and the failure mode was confirmed.

Manufacturer narrative:
Upon receipt of device, a new failure mode of missing pins has been identified, thus constituting a new awareness date of the date the unit was received by stryker. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pins of the unit are missing.